Event description:
Evaluation summary: the device was returned to medtronic for evaluation. There were numerous kinks visible along the hypotube and distal shaft. The distal tip was partially flattened. A radial tear proximal to the distal inner shaft marker was visible on the working length of the balloon. The balloon leaked immediately on pressurization. The balloon material was jagged and uneven along the tear site.

Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 90% stenosis in the lcx using two sprinter legend devices for pre-dilatation . During the surgery the delivery system of the sprinter legend devices ruptured when crossing the lesion. No abnormalities were noted during preparation and inspection of the devices. These devices were the first used in the procedure. No resistance was reported during delivery and no force was used in each case. The physician removed the devices and used another balloon to complete the surgery. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: based on information received, root cause cannot be determined. No results available since no evaluation was performed. (No device received for evaluation). Conclusion results: based on information received, root cause cannot be determined. (No device received for evaluation). (B)(4).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology - 90% stenosis). Deformation problem (balloon leak). Conclusion results: device failure related to patient condition (lesion morphology - 90% stenosis). (B)(4).